Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
The patient reported that she was having back pain while using the device. The patient rated the pain as an 8 on a scale of 1 to 10, with 10 being the highest. The patient stated that the pain is when she gets up and starts walking. The patient stated that sometimes it feels like it is crunching down. The pain started about a week ago. The patient is sore all the time. The patient was advised to contact her doctor and call us back with an update. No further consequences have been reported at this time.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: catalog number, serial number, UDI, d7a, g1: contact office and manufacturer site, g3, g6: report type, h5, h6: device code additional information - h4: device manufacture date, h6: method, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
The patient reported that she was having back pain while using the device. The patient rated the pain as an 8 on a scale of 1 to 10, with 10 being the highest. The patient stated that the pain is when she gets up and starts walking. The patient stated that sometimes it feels like it is crunching down. The pain started about a week ago. The patient is sore all the time. The patient was advised to contact her doctor and call us back with an update. No further consequences have been reported at this time.

Manufacturer narrative:
Additional information: b4: date of this report, g3: date received by manufacturer. Corrected data: b2: outcomes attributed to adverse event, d1, brand name, d2: common device name, d4: model number, e: stated, g4: PMA/510(k)#, h6: impact code, component code, evaluation codes. This follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.

Event description:
The patient reported that she was having back pain while using the device. The patient rated the pain as an 8 on a scale of 1 to 10, with 10 being the highest. The patient stated that the pain is when she gets up and starts walking. The patient stated that sometimes it feels like it is crunching down. The pain started about a week ago. The patient is sore all the time. The patient was advised to contact her doctor and call us back with an update. No further consequences have been reported at this time.